Event description:
It was reported that the patient¿s device did not work. It was stated that the device caused permanent nerve damage. It was also stated that the patient may not be able to have the device removed without further nerve damage. Follow up was not possible.

Manufacturer narrative:
(B)(4).